Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" was presumed to have been due to water invasion of the scope connector during user handling of the device. It caused an abnormality in electronic components and the suggested event temporarily occurred. The suggested phenomenon of "contamination in air channel" was presumed to have been due to leakage from the distal end disallowing the user from completing reprocessing of the device. Suggested event "e315": the user can detect the event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Suggested event "contamination in air channel": the user can detect the event by handling the device in accordance with the following IFU: inspection of the endoscopic system. The user can reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had error 315 appear. The issue found during room set up (preparation for use). There were no reports of patient harm associated with this event. Subsequently, the device was returned to olympus for evaluation. And discovered white contamination in the air channel.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer reported issue of error e315 was not confirmed. As error was not observed. However, water ingress. Water leakage was noted, on the scope connector. Outlet pipe condition failed testing as leak was observed. In addition, as stated. Service repair found white contamination in the air channel, the control body with the channels exposed, the air channel noted, to be cloudy in appearance, contaminated channel was noted . This condition noted, to be due to customer handling and reprocessing issue. Additional findings are as follows: the distal end adhesive was worn. The switch condition failed; due to being worn. Electrical safety failed, not to specifications. Based on evaluation findings, the white crystallized contamination believed to be an infacol (simethicone) type product was evident within the air channel. This was not reported by the customer when the device was sent in for repair for the error e315. However, the presence of this contamination showed a customer handling and reprocessing issue. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.